Manufacturer narrative:
Device evaluation summary: visual inspection shows no outward signs of damage to device or connector pins. Additional visual inspection shows saline residue in the tubing. The eprom data has a valid date of monday, (B)(6) 2025, 12:24:24 am. There was no saline flow observed from the jaws/device when attached to 300 mm/hg pressure cuff. The device was cut apart and the tubing/flow restrictor going into the handle is blocked with a rust-like fm. A syringe filled with di water was attached to the lines inside the device and when it was engaged there was a leak in one of the lines. Reason for the return was confirmed. H6. Eval code method (fdm/annex b): this field was updated. H6 eval code result (fdr/annex c): this field was updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a mitral valve replacement and radiofrequency ablation of atrial fibrillation, the cardioblate lp standalone forceps exhibited no water output from the forceps end, and saline leakage was observed at the connection between the neck and handle. Prior to the procedure, the forceps were clamped with gauze and normal water flow was confirmed. To ensure the surgery proceeded smoothly, the device was replaced and the procedure was successfully completed. No patient complications have been reported as a result of this event.